Manufacturer narrative:
The henry schein hcg urine cassette fhc-102-khs100, lot # hcg5020027) referenced is being reported under a separate medwatch report number 2027969-2016-00147. Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported five (5) potential false negative results using the henry schein hcg urine cassette. The date(s) of the event(s) could not be provided. The five (5) patients ranged from age 20 - 29. The patients presented to the physician's office to confirm home pregnancy tests. The henry schein hcg urine cassette tests were negative on all five (5) patient's. The pregnancies were confirmed by ultrasound. The customer was unable to provide which of two lot numbers, hcg5020027 and hcg5040055, were used on which patient nor how many of the false negative results were from each lot. The following information was reported regarding the testing: internal control line was evident on the cassette. Kits were stored at room temperature. There were no shipping issues reported or any damage or tampering with upon receipt. The pouch of the test strip was opened just prior to testing. The urine sample was tested immediately upon collection. Urine sample was not the first morning sample. Testing performed right after urination. No issue with urine migration or bubbles and enough urine used on the test to fill each strip. The urine was clear and regular. The last menstrual period was unknown. There are no urines available to send for investigation. There was no patient specific information provided. There was no adverse patient sequela and no additional information provided.